Event description:
It was stated that the error message 41451 was displayed when the device was installed in the patient's home and before being connected. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd solis vip pump sn:(B)(6) was received from the customer stating that the issue is "code error 41451". A visual test was performed - found bubbled dso seal and damaged battery compartment. A functional test was performed - found that the pump records error code 41541, which points to a faulty latch/lock sensor. Replicated customer's reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause was determined to be a faulty latch/lock sensor. It was replaced as well as the dso seal, and battery compartment.